Event description:
The user facility reported a sharp edge to the end of the sheath. Follow up information from the user facility reported the following information: upon removing the sheath, it was noticed to have a sharp edge; the iliac was damaged (cause unknown); and the patient is reported as doing fine.

Manufacturer narrative:
The actual device has been returned for evaluation but the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.